Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10847r03, implanted: (B)(6) 2001, explanted:(B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (650 mcg/ml at 50 mcg/day), morphine (10 mg/ml at 0.8 mg/day), and clonidine (700 mcg/ml at 55 mcg/day) via an implanted pump. The patient¿s medication history was intractable spasticity. The indication for device use was post spinal cord injury, non-malignant pain, and intractable spasticity. It was reported that during the routine eri (elective replacement indicator) replacement, the surgeon was unable to obtain retrograde csf (cerebrospinal fluid) flow from the existing catheter. The surgeon used a 24 gauge needle to attempt catheter aspiration both from the cap (catheter access port) and the end of the catheter itself. The hcp also trimmed the pump segment of the catheter and then trimmed up at the spine segment just below the anchor and relief loop and still no retrograde flow of csf from the catheter at any point. The surgeon then opted to replace the entire catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. It was noted ¿anesthesia performed valsalva maneuver¿.